Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-02421; 2938836-2019-02418. It was reported that when the patient presented remotely via merlin.net, left ventricular lead was found to be in high output mode. Increase in pacing threshold was also noted on both right and left ventricular lead most likely from fusion during the test. The drop in p wave amplitude with some possible p wave undersensing on the right atrial lead was noted on freeze capture egm. Scarring near the atrial lead was suspected as the patient had coronary artery bypass grafting (CABG) about three weeks ago. There might be possibility that the patient was in mild atrial fibrillation. The patient was stable and will be continued to be monitored until next clinic visit.